Event description:
Based on additional info received on (B)(6) 2012, this case was upgraded from non-serious to serious. The below narrative included an initial report received from a physician via a sales rep on (B)(6) 2012 plus subsequent f/u: a (B)(6) female pt initiated poly-l-lactic acid (sculptra) (lot#a1043 and exp date apr 2014) diluted in 9 cc sterile water and 1 cc 1% lidocaine injected into cheeks, marionette lines and jaw line on (B)(6) 2011. On about one yr later (1 month ago, (B)(6) 2012) she began to develop non-tender nodules around mouth not visible. On (B)(6) 2012, the pt presented to office with bumps under skin on right and left cheeks for couple weeks. Right cheek inside mouth, punch biopsy performed and she was diagnosed with foreign body granulomatous reaction with polarizable fragments. It is consistent with prior injection. She continues to get more nodules around her mouth only. There are too many lesions to individually inject with steroid. The pt was put on doxycycline 100mg twice a day for 3 months to help resolve the issue. The outcome of the event was ongoing. The reporter suspected the event of granulomatous reaction in cheeks is related to poly-l-lactic acid. Medical history included allergy to penicillin-hives. Concomitant medications included mvi. No further relevant info provided. Additional info received from a nursing practitioner on (B)(6) 2012: corrective treatment, outcome of event, date of biopsy, medical history and concomitant medication were reported. No further relevant info provided.